Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the outer insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant and stretching. Lead returned with the outer insulation distorted/buckled.

Event description:
It was reported that during the implant procedure, the silicone of the lead was damaged. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.